Manufacturer narrative:
On 22 dec 2017 the medical affairs made the following analysis: partial revision in primary double mobility cementless hip after approx. 8 years. The information supplied does not allow a proper analysis to be performed. The radiograph shows a rather protruding cup and a low level of resection of the proximal femur, but there is no establishing a link between these factors and the lamented pain. This peculiar position may have been induced by anatomical constraints, not detectable from the xray provided. The cause for the adverse event cannot be determined. Batch review performed on 02 january 2018: lot 092225: (B)(4) items manufactured and released on 25 september 2009. Expiration date: 2018-08-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to pain caused by an inflammation around the joint after 7 years and 9 months from the primary. The surgeon revised head and liner.